Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units an unspecified number of tubes were bowed. The shape made it difficult for the inpeco automation line to place the tube into the puck for processing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 27-feb-2025. Investigation summary: bd received six samples and two photos for investigation. The returned samples were visually inspected, and the returned photos were evaluated with no issues identified. Additionally, 100 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: bowed. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units an unspecified number of tubes were bowed. The shape made it difficult for the inpeco automation line to place the tube into the puck for processing. No adverse impact was reported regarding the patient or user.